Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed in the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed their treatment on the same machine on the day of the reported event without further issues. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos of the sample were available.

Manufacturer narrative:
Correction: g3 the become aware date was inadvertently submitted as 9/01/2022 in the follow up MDR. The correct g3 date is (B)(6) 2022.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed in the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed their treatment on the same machine on the day of the reported event without further issues. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos of the sample were available.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed in the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed their treatment on the same machine on the day of the reported event without further issues. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos of the sample were available.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.